Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The reported that the patient was confused as they do not have the implantable neurostimulator (ins) in their possession; they were only given the remote control. The rep was not aware that it was removed. This information was confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that the device will be returned to medtronic for analysis via manufacturer representative (rep).

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt mentioned they faithfully charged their ins to 100% each day, but, since implant date, the pt would wake up in the morning and the battery level of their ins would be at 50%, 60%, or 10%. The battery level was inconsistent and the pt thought this was "unreliable." Pt mentioned they never "turned the system off" but the controller would display "stimulation is off" randomly without the pt turning the stimulation off since implant date. Pt said the controller was "not giving reliable information on how the system was working." Pt said their issue was not with the mdt rep., but with the "equipment itself." Pt said charging the spinal cord stimulator was "aggravating every day." Pt consulted a neurosurgeon and had the scs removed on (B)(6) 2021. Pt had made mdt rep aware of the issue many times since implant date and the pt met with mdt rep. A couple of times at home and a couple of times in the health care professional's (hcp) office (pt even mentioned meeting mdt rep. "Somewhere else" once). Patient services specialist documenting reported event. Pt said their recharger antenna was replaced one time, in a previously documented case. Pt knew who implanting drs were. On 2021-dec-20 (B)(4) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since implant date, the spinal cord stimulator (scs) was not giving the pt therapeutic relief. Pt said scs was "not really helping them," and pt said they were having difficulty for some time now. Pt had been speaking and working with mdt rep. Since implant date to work on reprogramming the scs to give the pt therapeutic relief. Pt said they were never able to get therapeutic relief even though they met with mdt rep. At the hcp's office a couple of times and even at home a couple of times (pt even mentioned meeting mdt rep. (B)(6) "somewhere else" once). Pt said mdt rep. "Worked hard and went above and beyond" to try to make the scs deliver therapeutic relief for the pt, but pt never got therapeutic relief. Mdt rep. Tried "combination of different settings" to get relief, but different settings did not resolve issue. Pt met with a neurosurgeon 3 times and the neurosurgeon and the pt agreed that the scs was not giving the pt relief and was not "reliable," so the pt had the scs explanted on (B)(6) 2021. Pt left "a text/note" for mdt rep. That the scs was removed, but mdt rep. (B)(6) never got back to the pt. Pt mentioned they knew who their implanting drs were. Pt said their recharger antenna was replaced one time.